Manufacturer narrative:
A review of the internal documentation did not show an anomaly or deviation. The device met specifications. A cause for this specific clinical event cannot be ascertained from the information provided. Should additional information become available and an investigation result be available that changes this assessment, an amended medical device report will be filed.

Event description:
The patient underwent a total knee arthroplasty procedure utilizing signature guides. It was reported by the surgeon that the patient is unhappy with the knee. Surgeon reported there is 4 degrees residual valgus. Surgeon reported that no revision is required. There was no delay in surgery reported.